Event description:
Olympus received an initial report (ahs mdip #(B)(4)) from alberta health services reported that a pk cutting forceps device malfunctioned. The report stated "the pk would only intermittently burn the tissue and then just completely stopped functioning". No impact of incident. Procedure involved not provided. The device is a model pkcf0533 with lot number unknown. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. Device is being shipped to legal manufacturer for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. In addition, the lot number was updated from unknown to lot# fr179176. The subject device was received and evaluated. The device was received with the jaws open, lock on. A visual inspection indicates that there are minor dried tissues on jaw consistent with use. The jaw symmetry is balanced, no damage noted. The jaw is fully wide opening, and the jaw aperture measurement was taken inside the first teeth of the jaw, measured at .309¿¿ (standard is .300¿ +/- .100¿) which is acceptable. The jaw mesh is aligned as first point of contact for the jaws is at the front teeth of the top and bottom jaw; this is consistent with standard. The insulation of the jaw legs and flare are normal. The blade was tested multiple times and did cut the dental dam without a problem. The lock function works as designed and the shaft is straight. The device was plugged into the test generator esg-400; the generator displayed the correct default setting pk coag 100 /eff.3. The device did have sufficient energy at the jaws when the switch button was activated. Based on the evaluation findings, the reported complaint was not duplicated. Analysis of the device found no problem with coagulation during inspection. The device activated when the blue coag button was depressed and was able to coagulate a piece of saline soaked tissue without a problem. No intermittent or stopped functioning was observed during testing. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Instruction for use (IFU) : on page 3 of the device IFU (p9100528-001_ad), it states: "warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." Per the device evaluation, the device's activation function worked as intended with no signs referring to the reported complaint. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up regarding the event reported. Communication to follow up conveyed the following information: would have been stated if not completed. Model used to complete the case, the updates stated not applicable lot number of the pk device stated not applicable. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.